Event description:
It was reported that the patient experienced an event where an infusion set bent cannula, bruising at site on (B)(6) 2026.

Manufacturer narrative:
E1:name: tandemcountry: united states of americastreet: 11045 roselle street suite 200city: san diegostate: californiazip code: 92121.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site:3003442380.